Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months . The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in an outside emergency department (ed) with a yellow wrench advisory. The ed physicians reported hearing humming and visualized the green pump running arrows symbol. The patient was actively hemolyzing with lactate dehydrogenase (ldh) >8000 u/l and a recent international normalized ratio (inr) of 1. The patient has a history of noncompliance leading to hemolysis. On (B)(6) 2018, the patient was transferred and admitted to (B)(6) hospital and medical center with ldh > 8000. It was determined that the patient stopped all medications 2 weeks prior without clinical instruction. The patient was able to ambulate and was without symptoms. The pump was electively stopped on (B)(6) 2018 due to thrombosis and unable to maintain fixed speed. This patient is not a candidate for device exchange due to historical non-compliance since time of implant. Plan to manage medically.